Manufacturer narrative:
The patient had been using expired test strips as they expired on 31-mar-2020. On the date the event was reported, the date set on the meter was (B)(6) 2001. Per product labeling "the test strips can be used up until the expiration date printed on the box and test strip container. Throw the test strips away if they are past the expiration date." It was reported that the patient may be applying the blood sample to the test strip after a 15-second timeframe. Per product labeling for the device "after sticking your finger, you have 15 seconds to apply blood to the test strip. If it takes longer to form a good drop of blood, lance a different finger for the test." It was reported the patient does not properly clean her fingers prior to testing. Per product labeling for the device "wash your hands with warm, soapy water. Dry completely.". The initial reporter stated that sometimes the patient forgets to takes medication as scheduled and the patient has a standing order for inr testing at a lab. The customer¿s meter and test strips were requested for return. No product has been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation a patient had an adverse event due to the coaguchek xs meter serial number (B)(4) not working since (B)(6) 2020. The meter displayed an error code, but no specific information could be provided. It was stated the "meter was flashing a letter". On (B)(6) 2021, the patient fell while trying to access her bedside toilet. She broke three ribs and tore her rotator cuff. The patient did not lose consciousness. The patient's daughter believed high inr levels may have contributed to the event because the patient "becomes confused when her inr is high". The patient sometimes forgets to take her medication as scheduled. The daughter does not know the date or value of the last laboratory blood draw prior to the fall. The patient was admitted to the hospital and her laboratory result was 4.1 inr. During her hospital stay, the patient was taken off warfarin. The patient did not receive any treatment with vitamin k. When the patient was released from the hospital, the laboratory result was 4.7 inr. The patient had not used the coaguchek xs meter since it stopped working in (B)(6) 2020. The patient is currently out of the hospital and is sore from the fall. It was reported that the therapeutic range is 2.5-3.5 inr and the patient previously tested every nine days. This MDR is being submitted in an abundance of caution.